Event description:
It was reported that device detachment and additional intervention occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A rotawire drive was selected for use. During the procedure, it was noted that the 014 tip of the wire broke off. The remaining fragment was stented over it. The procedure was completed with a different device. There were no patient complications reported.